Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing in the atrial channel which resulted in a delay on the atrial pacing. The physician reprogrammed the sensitivity of the atrial channel. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and confirmed that there were multiple records of inappropriate atrial tachy response (atr) mode switch due to oversensing. This crt-d remains in service. No adverse patient effects were reported.